Event description:
Customer called to report that the insulin pump under-delivered insulin. The blood glucose reading was 182 mg/dl. The customer was supposed to receive 3.4 units but the insulin pump only delivered 2.4 units. Customer gave manual bolus to make up for the under-delivery of insulin. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.